Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a scheduled vena cava filter retrieval, the filter was captured and removed; however, four filter limbs detached in the process. There was no reported patient injury. No further information was provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be performed as the lot number was not provided. Visual/microscopic inspection: the device was not returned; therefore, a visual/microscopic inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current vena cava filter system instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a scheduled vena cava filter retrieval, the filter was captured and removed; however, four filter limbs detached in the process. There was no reported patient injury. No further information was provided.